Event description:
Additional information: it was reported that the cause of event was the catheter. The patient was hospitalized. The patient outcome was noted as recovered without sequelae.

Event description:
It was reported that patient experienced poor pain relief in the past two weeks from the date of this report. X-ray of the catheter was done and healthcare professional (hcp) suspected that it was not in intrathecal space. A revision was performed on 2011 (B)(6) wherein the distal portion of catheter was found to be severed. It was replaced with a new distal portion of catheter ((B)(4) lot#n299400004). The distal tip of the old catheter; however was kept back in the patient. Drug delivered via the device was morphine 10 mg/ml. Pump was programmed to minimum rate prior to revision, and restarted at 0.48 mg/day. Patient outcome was no known to the reporter.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk.